Manufacturer narrative:
The field service engineer (fse) base lined the ultrasonics. The fse discovered the reagent carousel cover had shifted and was rubbing on the main pipettor during the reagent draw. The fse adjusted the cover and installed new screws. A routine system check was performed which failed the washed portion with elevated % coefficient of variation (cv). The fse replaced the mixing components, wash wheel bearings, all incubator belt pulleys and the incubator belt and reaction vessel (rv) clips. The fse performed all the necessary alignments and verification testing. The fse noted during the troponin I verification testing, the first replicate of quality control (qc) was again out of range low. The fse replaced the transducer and resolved the issue. System verification testing was performed and service activity was verified per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported out-of-range low troponin I (access accutni) and creatine kinase-mb (ck-mb) quality control (qc) results involving the unicel dxc 600i synchron access clinical system. Subsequent testing of qc, on the same reagent pack, recovered higher results within the laboratory's established ranges. The customer stated patient results were not impacted. There was no patient consequence associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.